Manufacturer narrative:
Reported event. An event regarding infection involving an unknown knee implant was reported. The event was not confirmed. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page; had original left total knee replacement in (B)(6)2013, now have had it sliced back open on (B)(6)2025 an cleaned out. Somehow developed a severe infection, then that reoccurred in late april an had totally all hardware taken out an removed on (B)(6)2025 , and now , don't know what going to happen an when ,but badly infected & something of a 2 part process, an I ask any other options at this time, without dr., hesitating said amputation, I'm 68 years old an almost all of 2025 , in extreme pain, worry about to he'll idk, but this isn't living.